Manufacturer narrative:
Device analysis has indicated device failure. Device analysis report attached. This report is submitted on april 29, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022 and the patient was re-implanted with another cochlear device during the same surgery. This report is submitted on march 17, 2022.

Manufacturer narrative:
This report is submitted on august 31, 2021.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved.